Event description:
It was reported that a bueretrol IV solution administration set was observed to have bubbles ¿in the single channel pump¿. This was identified during the infusion of vancomycin. The infusion was delivering at a rate of 120 ml/hr. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Baxter did not receive a sample for evaluation; however a photo was provided. The photograph inspection showed air in the tubing however the cause could not be determined based on the provided photo. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.